Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 01/28/2011, 02/03/2011, 02/10/2011, and 02/17/2011 by phone, fax and mail. A completed questionnaire was received on 02/07/2011. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to a refractive surprise. The iol was exchanged for the same model, different power lens. In a follow up, the surgeon reported that he did not feel the iol caused or contributed to the event. The surgeon reported the iol power was not perfect despite good biometry. The event has resolved.